Event description:
Note: this report pertains to one of three devices used during the same procedure. Refer to manufacturer report # 3005099803-2023-06724, 3005099803-2023-06725, and 3005099803-2023-06726 for the associated device information. It was reported to boston scientific corporation that three axios stent and electrocautery-enhanced delivery systems were to be implanted transgastric to the pancreas to treat a walled-off necrosis during an endoscopic ultrasound (eus)- guided drainage procedure performed on (B)(6) 2023. During the procedure, the axios stent was deployed; however, the stent's first flange was unable to expand. The axios stent was removed with a snare and a second axios stent was used but the same problem was observed. Subsequently, the axios stent was also removed with a snare. A third axios stent was used but the same problem was still observed. The axios stent was also removed with a snare and another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand.